Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the suggested event may have occurred because voltage could not be applied to the xenon lamp due to a faulty ignitor and it was confirmed that the spare lamp indicator lit up due to a faulty emergency lamp. Hence, a definitive root cause could not be identified, and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment address: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source lamp was not working, there was no sound from igniter and moved to emergency lamp. There were no reports of patient or procedure involvement.